Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. A review of the photos confirmed the issue as reported from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. After reviewing the manufacturing process, it was determined that the product protruded from the pouch causing seal failure. The protrusion detector triggers for an operator to clear the obstruction prior to restarting the machine. The operator did not clear the protrusion causing part in seal. After the sealing process, an operator loads product into product boxes, inspecting each pouch. The pouch with part in seal was missed during this inspection. Therefore the likely root cause for the defect may be attributed to operator error. Production supervisors and operations were notified of this issue. Based on this information, no further action is required. Device not returned.

Event description:
Aspen surgical received a report from the distributor indicating that a light handle was discovered with a sealing issue. The item was not in use. No injury/death was reported. The issue was filed under our complaint handling system for number (B)(4).